Event description:
A malfunction was reported on the pump, displaying a specific malfunction code. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump and assisted the caller in performing the reset. The malfunction did not recur, and the customer was advised to continue using the pump, with instructions to contact support if the issue reappears.